Manufacturer narrative:
Regulatory reporting is the responsibility of the manufacturer; this report was unnecessarily submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the introducer valve had blood slowly egressing. The introducer remained in use for the procedure. No patient complications have been reported as a result of this event.